Manufacturer narrative:
An olympus field service engineer (fse) visited the site to evaluate the device. The fse opened, dusted and cleaned the device. During device evaluation, the complaint was confirmed and there was no image due to a faulty printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii video system center had no image when using 180, 160, and 150 series scopes, but the system worked properly with 190 series scopes. The issue was found during the preparation for use for a therapeutic gi endoscopy and endoscopic retrograde cholangiopancreatography procedure. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.